Manufacturer narrative:
H6: code 213 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code 3221 - the device remains implanted and, therefore, was not available for direct analysis by gore. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
(B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
Following was reported to gore: on (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, it was revealed there was a distal type I endoleak at the right side where a contralateral leg component was placed. On (B)(6) 2019, a reintervention placing additional stent graft was performed, and the endoleak was resolved.